Event description:
The reporter stated that the surgeon inserted a cc420bf single piece collamer lens. The lens tore in the cartridge upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury. This is one of two lenses for the same patient. See MFR report 2023826-2006-01309.

Manufacturer narrative:
Evaluation codes: results- (other): visual inspection of the returned product showed that one lens haptic is torn off and missing and the lens optic along with the other lens haptic were torn. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.